Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. While prepping for a percutaneous coronary angioplasty procedure, a 3.50x16mm promus element plus drug eluting stent was selected for use to treat the lesion. However, the stent strut was noted to be deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged at the mid-section with the stent struts deformed and lifted up from the stent profile. The proximal & distal ends of the crimped stent were not damaged and were found to have an outside diameter which is within specifications. A review of the associated batch records; the maximum crimped stent profile measured was found to be within specifications. The product stent protector was returned for analysis with the device and the inside diameter (ID) measured was found to be within specifications. The specified inside diameter of the stent protector (ID) was found to be within specifications. The balloons cone profiles were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion profile. A visual and tactile examination found multiple kinks along the hypotube shaft. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. While prepping for a percutaneous coronary angioplasty procedure, a 3.50x16mm promus element¿ plus drug eluting stent was selected for use to treat the lesion. However, the stent strut was noted to be deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.